Event description:
Pt had a motorcycle accident and had surgery on 5/4/95 and/or 5/5/95 for compound right distal femur fracture, right distal radial styloid fracture, left 2nd and 3rd carpal-metacarpal joint dislocation, open left third metacarpal phalangeal joint. He had been doing well until 6/7/95 when he tripped, stood on his right leg and bent the rod, also the 4th metacarpal articulation had subluxed. He went to or 6/8/95 for orif left 4th carpal metacarpal joint with orif and rod exchange, extraction of broken rod fragment right femur. Dr removed the rod only to find the distal portion had not simply bent but had broken off and likely a stress fracture through the proximal distal hole secondary to the screw placement. He underwent an extensive procedure to remove the rod with an open reduction of the butterfly fragment, a prolonged time to remove the rod through an open and semiopen technique. Cannot tell if the surgery on 6/8 for this metacarpal was related to his tripping or not.